Event description:
Baby was being ventilated with a bear cub 750 vs infant ventilator and the ventilator failed to give preset pressures and eventually failed to give any pressures. Baby was not injured and was immediately placed on another ventilator.